Event description:
Reporter alleged the patient received a discrepant blood glucose result less than 40 mg/dl on the inform system compared back to back with a result of 208 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was given a glucose IV about 15 minutes prior to the results being obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.